Manufacturer narrative:
The device has been returned for evaluation, but the investigation has not begun. This investigation is ongoing.

Event description:
A user facility reported that while utilizing a synergetics light probe on a constellation, the fiber optic cable separated from the metal sheath. The sheath stayed in the trocar and did not touch the retina. The piece that broke off was removed with a forceps from the patient's eye without harm. The surgery was delayed for 10 minutes.

Manufacturer narrative:
The product was received for evaluation. The shaft has broken off at the stiffener bushing. Metal shaft has evidence of "bend" stressing. One side of the broken area has evidence of stretching and the opposite side has compression or bulging along with visible stress marks. The probe appears to have been exposed to radial stresses that exceeded the strength of the shaft. The device history record was reviewed and found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Correction d.4. (B)(4).